Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system user was unable to log in. A technical support specialist (tss) verified that the user had been assigned a role (paramedic) and area (ER). It was also noted that the accounts were active. The user was advised to contact the hospital information technology team (hit) for further assistance and customer knowledge. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary user had receiving message unable to authenticate. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.